Event description:
Allegedly patient was leaning forward on ladder when he felt a snap in his left hip. He had pain. Went to the doctor. X-rays showed femoral head was not centered in acetabular cup. Patient previously had a revised cracked liner. During the revision, the liner was free floating in the cup and was pulled out by hand.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and photographic images were made. Evidence that product in specification when used.